Manufacturer narrative:
Device not returned.

Event description:
It was reported that the control-iq algorithm suspended the pump's basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm bg reading ranged from 51-53 mg/dl, and the meter bg reading ranged from 473-474 mg/dl. The transmitter ID number was not provided by the user, therefore no further information regarding the event could be obtained.